Manufacturer narrative:
(B)(4). The lot number was reported as hi5830032, but was determined to not be a valid lot number. An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of four in peritoneal dialysis. The home patient was connected. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative advised the home patient to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and simulated therapy was performed and the device was found to meet product specification requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.